Event description:
Device report from synthes (B)(4) reports and event in (B)(6) as follows: the surgeon reported a severe contraction and inversion on (B)(6) 2013 after an anterior tibia procedure performed three weeks earlier. The surgeon also reported that there was an attempt to remove the distractor, but the thread of the holding sleeve fixing the proximal seldrill on the distractor was wrenched off. As a result, the holding sleeve and seldrill became stuck and couldn¿t separate. Although the surgeon removed the holding sleeve and seldrill, inserted a replacement into another spot and constructed the delta frame the patient received an unnecessary hole of 5 mm in diameter on the tibial diaphysis. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device used for treatment not diagnosis. (B)(4). Device history review is in process. Placeholder.